Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. The reported complaint is deemed confirmed. The complaint indicates the dressing was exposed and no leak or blockage alarm triggered. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long the dressing was detached from the wound. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing greater than 3.5 l/min. It is possible that thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. The soft port orifice size was increased to match the shape of the predicate port and the new product has been launched. This is not an adverse event and no harm was caused to the patient.

Event description:
Failure to alarm during pump rounds at the facility I spoke to a nurse who mentioned her patient had a dressing over a pressure ulcer in the ischial area that came off completely from the patient with no leak alarm triggering. He said the wound care team had to immediately change the dressing as there was no way the dressing could be reinforced.